Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported balloon material rupture was unable to be confirmed however there was a noted outer member tear/leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely during advancement interaction with other devices and/or the anatomy resulted in the reported material rupture/noted tear/leak in the outer member. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a simple proximal lesion without calcification. The trek balloon dilatation catheter (bdc) was prepped per the instructions for use (IFU) and was advanced without resistance. The bdc could not reach the desired pressure after one inflation and the angiogram showed a lack of contrast. During manual inspection the staff noted a hole in the side of the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another, same size trek bdc was used to complete the procedure. No additional information was provided.